Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the pump was not recording all boluses in the pump¿s history. No impact to patient health was reported. Troubleshooting could not be completed and the patient did not respond to several attempts for follow up regarding this issue. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.